Event description:
It was reported that the right ventricular lead appeared to be fractured approximately four inches from the distal tip. The lead tip fragment was left in the right ventricle during lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.